Event description:
MFR received a report alleging that, while transferring either from or to the wheelchair, the end user lost his balance and cut his leg on the wheelchair. The cut required stitches. No malfunction has alleged.